Event description:
Customer's wife reported that customer had a reading of 157. Customer did not eat anything at that time and no medication was given. Within 35 minutes, customer experienced a seizure. Customer was treated with a small amount of "oj" before the paramedics arrived. Upon arrival, paramedics received a reading of 33 mg/dl on an unk brand of glucose meter. Customer was taken to the hospital and diagnosed with hypoglycemia. The treatment administered at the hospital is unk.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A f/u report will be completed once the investigation results are available. It is to be noted that the customer's meter was not calibrated appropriately at the time of the event.